Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 5071-53 lead implanted: (B)(6) 2009; product ID: dtbb1d1 ICD implanted: (B)(6) 2014.

Event description:
It was reported that the atrial lead had elevated pacing capture thresholds. The lead remains in use. It was noted that the patient is taking part in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.